Manufacturer narrative:
The reported multifix s device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the item broke due to hard bone. Visual inspection shows the die was received broken near the threads. Distal end of the die threads was left inside the body anchor. The anchor body was also found with its tip blunt. Root cause based on information provided and visual observations may be due to the bone condition. Hard bone condition can result in damage to the device.

Event description:
It was reported that the item broke due to hard bone, it broke by the bicipital groove. No patient injuries were reported.